Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump had a crack on the screen. Customer's blood glucose level was 131 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.